Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV and "having a lot of pain in anterior chest area starting from bones at the sternum to different parts of the chest, with sensation of pulling pain. The patient has scar tissue that is connecting to the sternum and presses the neck and back and she feels that it is hard to breathe. The patient stated that the patient it is worsening this year and it hurts so much". Device remains implanted. Left side.

Event description:
The device has been explanted.